Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced without complication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported inability to interrogate was confirmed in the laboratory and was due to a very low battery voltage. A longevity calculation was performed and was found to be within expected limits, but no reason for the very low voltage was noted. The device was tested on the bench and no anomaly was found. The cause of the low battery voltage could not be determined.